Event description:
It was reported that a user experienced severe hypoglycemia while using the ilet with a libre 3+ cgm after a recent factory reset and weight update, resulting in an ems response, IV glucose administration during transport, and evaluation in an emergency department. The user was discharged the same day, paused insulin during the low, and device logs were synced. Symptoms included low blood glucose with dizziness and presyncope concerns. Outcomes included medical attention with acute treatment and temporary interruption of normal daily activities. Investigation included review of available device data and user report. Investigation of this case revealed that the cause of hypoglycemia was not determined based on available information. It was concluded that no device malfunction was identified and the event was consistent with hypoglycemia of undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.